Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was "high," exact value was not provided. Cause for the high bg was unknown. The customer reverted to an alternate method of insulin therapy.